Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) was confirmed. The monitor was unable to fire pulses or pass detect and treat testing due to defective components on the computer/analog board. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.